Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy on the arctic sun device and getting 02 low flow and fluid delivery line (fdl) open alert. Upon reconnection nurses identified that the blue part connected to the pad on one side was broken away from the pad. Unable to run sufficient therapy, pad needed to be replaced.

Manufacturer narrative:
This MDR is being retracted as it is a duplicate of a record already submitted 1018233-2025-01354. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to start therapy on the arctic sun device and getting 02 low flow and fluid delivery line (fdl) open alert. Upon reconnection nurses identified that the blue part connected to the pad on one side was broken away from the pad. Unable to run sufficient therapy, pad needed to be replaced.